Manufacturer narrative:
One cac adapter was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the patient complained about their controller ac adapter "shorting out". It was further mentioned that the green indicator light on the cac adapter would blink on and off. The device was removed from service with no patient consequences. No further information was provided.